Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. No blood was observed on the device. There were no damages or defects found on the formed needle that would contribute to the reported bleeding/bruising. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 508 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, the patient changed out the pod and gave correction bolus.